Event description:
Reportedly, on (B)(6) 2025, during a sensing/threshold follow-up test (device interrogated: alizea dr 1600 444gb09d), the screen went totally black for 10 seconds. After this, the screen was unresponsive, only the egm was visible. Each blue buttons on the lower bar were no longer active. The physician tried to shut down the tablet but it was not possible. The on/off button did not work either, a message "first end the session" is display. Therefore, the battery was removed. The pdf collected after the first interrogation was not complete and missed information of the period between 8-august & 22-august. The battery was then reinserted and the device reinterrogated, and session went normally. However, the pdf still missed information.

Manufacturer narrative:
Analysis of the provided files is still ongoing, results are not available yet.

Manufacturer narrative:
Review of the provided files partially confirmed the reported event as no traces of the issues are visible, but the sessions seems to have ended abnormally (corresponding to battery removal). The unresponsive screen is most probably due to an error regarding the operating system. The missing data on pdf is expected, as the selected pdf was not the correct one. It shall be the one of the beginning of session of the first session, because a reset of aida memories has been performed by the user during the session. Regarding the programmer crash, the most probable hypothesis is that a known bug occurred where there is a crash when starting an egm test. The main origin of this issue could not be established with certainty. This case is retained and utilized for trend purposes. Correction: device is updated to smarttouch softwares modules according to investigation results.

Event description:
Reportedly, on (B)(6) 2025, during a sensing/threshold follow-up test (device interrogated: alizea dr 1600 444gb09d), the screen went totally black for 10 seconds. After this, the screen was unresponsive, only the egm was visible. Each blue buttons on the lower bar were no longer active. The physician tried to shut down the tablet but it was not possible. The on/off button did not work either, a message "first end the session" is display. Therefore, the battery was removed. The pdf collected after the first interrogation was not complete and missed information of the period between on (B)(6). The battery was then reinserted and the device reinterrogated, and session went normally. However, the pdf still missed information.